Event description:
Received from foreign, affiliate: pt was referred to the local emergency clinic with ocular pain os. Pt's left eye shows gross corneal edema, small infiltrative area with trace stain, moderate hyperemia, photophobia, pain that woke pt in the morning. As of 2009, no formal diagnosis had been made. Info received states the ophthalmologists differ whether the cause of his symptoms is due to oxygen deprivation or a possible microbial infection being involved. Treatment included mydriatic, topical steroids and antibiotics q 1 hour for first 48 hours. Info received from complainant was limited and suggested potential serious injury due to the aggressive treatment. This case is being reported as worst case. Two sealed blisters were returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph was in specification. Not enough solution was available to test conductivity. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Based on all available info, no causal factors can be determined and no conclusion can be drawn. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse.